Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial #: (B)(6), d9: no h3: no h4: mfg date: 30-jun-2017 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a history of dilated cardiomyopathy was hospitalized for a gastrointestinal bleed for several weeks. The patient initially presented with low hemoglobin and was found to have a lower gastrointestinal bleed, specifically in the jejunum. The treatment included the application of two dieulafoy clips to the jejunum and the administration of approximately 10 units of packed red blood cells over several weeks, however the patient experienced severe abdominal pain following the clip procedure. Additionally, the controller exhibited a controller fault alarm due to internal battery depletion and a loss of power to the controller due to an accidental double disconnect. The patient was on anticoagulant and aspirin therapy, which was temporarily halted due to the gastrointestinal bleed. Due to the patient being off of anticoagulation, the controller fault alarm was managed by using the permanent silence feature, and the patient and staff were re-educated to avoid double disconnects. Eventually, a controller exchange was performed without any issues.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Additional products: d1: heartware ventricular assist system- serial or lot#: (B)(6) h3: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: the pump ((B)(6)) was not returned for evaluation. One (1) controller (B)(6) was returned for evaluation. A review of the device history records was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection of the returned controller revealed contamination within both power ports and pump connectors. Internal visual inspection revealed a crack in the standoff post one (1) of the controller housing. The observed contamination and standoff post crack are additional findings, not related to the reported event. The most likely root cause of the observed contamination can be attributed to the handling of the device. Based on an investigation, the root cause of the standoff post crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming in to contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Functional testing of the controller revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was slightly swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis associated with (B)(6) revealed a controller power up event with an associated pump start event was logged on 21/dec/2024 at 11:44:45, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 98% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point after the loss of power revealed that a power adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for approximately eight (8) seconds. Review of the controller log files revealed three (3) controller fault alarms were logged on 21/dec/2024 at 11:41:57, 12:18:08 and 14:20:52, as well as multiple event exceptions logged since 21/dec/2024, indicating an issue with the internal battery. In addition, log files revealed that the controller had been in use for more than two (2) years. Review of the alarm log file revealed one (1) vad disconnect alarm was logged on 02/jan/2025 at 10:33:00, indicating a physical disconnection of the dr iveline from the controller, likely due to the reported controller exchange. As a result, the reported controller fault and loss of power events were confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. The most likely root cause of the loss of power event can be attributed to the reported disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Based on the limited information available, the device may have caused or contributed to the reported event. Per the instructions for use, infection, bleeding and pain are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleed and pain events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient experienced a cholecystitis and received antibiotics.

Manufacturer narrative:
A supplemental report is being submitted for additional information received. Updated b5, h6 and additional codes block. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.